Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "will not upstream occlude" was not reproduced. The device was tested for upstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was found out of calibration. The ultrasonic sensor requires calibration to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump will not upstream occlude during testing in the biomedical service department. There was no patient involvement. No additional information is available.